Event description:
The customer reported two false positive results with the idnow covid-19 assay. This report is two of two. The customer reported one false positive with the idnow covid-19 assay. Confirmation testing via an unknown rt-pcr platform generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01551.

Manufacturer narrative:
It was initially reported that the customer reported two false positive results with the idnow covid-19 assay. This MFR. Report was for test two (2) of two (2). After further communication with the customer it was found that there was only one false positive result and not two as initially reported. Therefore, there is no allegation of an adverse event for this report. Please reference MFR. Report number 1221359-2022-01551 for the singular false positive result incident.